Manufacturer narrative:
Date of event: (B)(6) 2019. Date of this report: (B)(4) 2019. The service engineer (se) inspected the device. The se could not duplicate the reported issue; however, found the error code in the ventilator diagnostic logs. The se performed extended self test (est) and short self test (sst) and all tests passed.

Event description:
It was reported that the ventilator generated a air valve liftoff failure error code and was not switching on properly. No patient involvement. Event date not specified; estimate used.